Manufacturer narrative:
The coaguchek xs softclix lancet device was returned for investigation. The issue the customer complained about could not be confirmed during the investigation. The device was tested with test lancets at 11 different pricking depth settings. For each attempt, the needle was correctly retracted, ejected, and produced a puncture hole. The device could be primed and released without any problems and worked in accordance with specifications. The device was disassembled and no abnormalities were observed. The investigation did not identify a product problem. The cause of the event could not be determined. The following medwatch fields were updated: d4, lot number d9 h3 and g1: mfg site, mfg address 1, mfg site city, mfg site postal code and mfg site country section h4 was updated: the year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
The softclix device has been requested for investigation. Initial reporter occupation is lay user/patient. Manufacturing site: the device lot number was asked but not provided.

Event description:
It was reported that a patient had an issue with a coaguchek xs softclix lancet device. The softclix lancet is seated properly but protrudes from the end cap even before the coaguchek xs softclix is fired.